Event description:
An optometrist reported that a patient presented, with eye pain upon awakening, five months following bilateral photorefractive keratectomy (prk) surgery. Corneal abrasions were noted. A completed questionnaire was returned which indicated the event continues and is improving and treatment of medications. There are two medical device reports associates with this event. This report is for the left eye.

Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).